Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the pt) alleging that the pump was rebooting. The reporter claimed that the pump had rebooted 3 times within 30 minutes. The reporter denied that the o-ring was visible. She indicated that the cap was secure. And there was no damage to the battery cap or cracks near the battery compartment. She also claimed that the threads were not stripped. The reporter denied that the pt had any issues with blood glucose (bg) due to the alleged issue. Based on the information provided, this complaint is being reported due to the allegation that the pump was self-rebooting. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.